Manufacturer narrative:
On apr 21 2021, additional information was received indicating the patient also experienced a breast mass on the left side. On may 4 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 18 2021, additional information was received indicating the devices were found to be intact upon explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor memorygel breast implants 550cc and experienced suspected rupture bilaterally post-operatively, which was discovered via MRI. During explantation on (B)(6) 2021, the devices were found to be intact. The patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4)). This report is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).